Event description:
The manufacturer service technician reported the device was disassembled with components missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported the device was disassembled with components missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.